Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a diagnostic mid to distal superficial femoral artery angiogram. Reportedly, there was no suture with plunger removal. The cuff was noted to be cracked were it connects to the link. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Although a cuff crack was not specifically confirmed, the returned device analysis observed the posterior cuff was smashed/collapsed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss and damage to the posterior cuff appear to be related to angle of deployment contributing to the posterior needle alignment with the cuff such that the posterior needle struck the rim of the posterior cuff. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.